Manufacturer narrative:
A photo was returned showing the 14687-15 primary plum set with adhesive observed wrapped around the tubing. There was no ballooning or damage on the tubing observed. No samples were returned for investigation. The reported complaint could not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 11352733 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
A photo was provided to aid in the investigation but the investigation has not yet been completed. Additional contact e1: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated, ¿leakage due to the rupture of plastic tubing.¿ no harm was reported.